Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2127801 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the atraumatic tip of a mynxgrip vascular closure device (vcd) kinked, and was unable to be inserted into a 5f avanti sheath. Another mynx device was used to obtain hemostasis. No injury was reported to the patient. The device was used in a common femoral artery access case. The device was stored and prepped according to the instructions for use. The device was used in an arterial angiogram using a retrograde approach. The femoral artery¿s suitability was verified on angiography or venography), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little to no vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. The sealant sleeves were not out of position. No excess force was applied during insertion. No resistance or friction was experienced as the device was inserted into the sheath. The sheath was not kinked or bent upon removal. There was no visible bend or damage in distal end of the balloon shaft after removal. The device is being returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, the atraumatic tip of a mynxgrip vascular closure device (vcd) kinked, and was unable to be inserted into a 5f avanti sheath. Another mynx device was used to obtain hemostasis. No injury was reported to the patient. The device was used in a common femoral artery access case. The device was stored and prepped according to the instructions for use. The device was used in an arterial angiogram using a retrograde approach. The femoral artery¿s suitability was verified on angiography or venography), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little to no vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. The sealant sleeves were not out of position. No excess force was applied during insertion. No resistance or friction was experienced as the device was inserted into the sheath. The sheath was not kinked or bent upon removal. There was no visible bend or damage in distal end of the balloon shaft after removal. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the returned device showed that the shuttle was engaged to the black handle. The syringe was connected to the device with the stop cock open. The atraumatic tip of the returned device was observed kinked/bent. The sealant and advancer tube remained in the manufacturing position, and the procedure sheath was not returned with the device. Per functional analysis, an insertion/withdrawal test was performed on the returned device using an applicable lab introducer sheath, and the device was able to be inserted/advanced through the lab introducer sheath without issue. The involved procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported failure could not be made. Per microscopic analysis, visual inspection at high magnification showed that the atraumatic tip of the returned device was kinked/bent. A product history record (phr) review of lot f2127801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported failure ¿catheter inability to advance in sheath¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The returned device performed as intended per the mynxgrip instructions for use (IFU). Patient and procedural factors may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, users are instructed to ¿insert the mynxgrip into the procedural sheath up to the white shaft marker. Inflate the balloon until the black marker is fully visible on the inflation indicator¿. Neither the phr nor the product analysis suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.